Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with diagnostic failure code 38 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a malfunction in the misload detection circuit. Both force-sensing resistors on pump two were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a flogard pump in which failure code 38 occurred. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred during set-up. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.